Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the up button will work half the time and other times, it won't go up. Customer stated that he got his pump back in 2008. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.